Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore and the patient's skin began to break down under the back electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied a barrier cream and a bandage over the irritation. Additionally, the nurse moved the electrodes, so they weren't sitting on top of the skin irritation and they had the patient lay on a foam pad. Follow up indicated that the patient's skin irritation improved.